Event description:
It was reported by (B)(6), an onkos sales representative, that a 61-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to aseptic loosening of an eleos 19x120mm canal filling segmental stem.

Manufacturer narrative:
It was reported by t. Catalano, an onkos sales representative, that a 61-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to aseptic loosening of an eleos 19x120mm canal filling segmental stem. All inspection and manufacturing data was reviewed for the revised eleos implants; all reviewed information was found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that potentially contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of loosening in the canal filling segmental stem was not related to the design, manufacture, and/or sterilization of the previously implanted eleos device. The patient reportedly has poor bone quality which is likely to be a contributing factor to this adverse event.